Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video and photo were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022). Device not returned.

Event description:
It was reported that during dialysis catheter placement procedure, the connecting tubing of the device was allegedly damaged. The procedure was completed by replacing with new catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned to the manufacturer for evaluation. However, one electronic photo and video were provided for review. The provided photo and the video shows a hemostar catheter implanted in the patient body. The investigation is confirmed for the identified leak issue, as a leak was noted near the bifurcation in the provided video. The investigation is inconclusive for the reported fracture issue, as no visual damage was evident in the provided photo and video. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement procedure, the connecting tubing of the device was allegedly damaged. The procedure was completed using another device. There was no reported patient injury.